Manufacturer narrative:
The investigation has been completed. The most likely cause of the reported high blood glucose was from occlusion alarms received within the same time period previously reported in MFR (3013756811-2018-03844).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuous, ongoing elevated blood glucose (bg) levels in the 600's mg/dl range due to an unknown cause. Bg level was addressed by administering a correction via an insulin pen. The customer's children assisted the customer in changing the pump supplies and obtaining water for the customer as the customer felt "drowsy" due to bg level. Recommendation was made to consult with their health care provider to discuss diabetes management. Reportedly, the customer continued to use the pump for insulin therapy.